Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was partially confirmed. The device evaluation found: the foreign material could not be removed due to the buckling of each channel or nozzle/ the gap on the insertion section or the boot. The nozzle unit was clogged with foreign objects inside. The foreign material could not be removed. The forceps channel port foreign objects were found. Due to damage on the upward/downward angulation control knob, water tightness was lost. Due to a crack on the scope body, water tightness was lost. Due to deformation of the angle shaft, water tightness was lost. The forceps channel port had foreign objects. The air/water cylinder had no color. The suction cylinder had no color. Because the guide pin of the electrical connector was shaved, water tightness was lost. Due to clogging of the nozzle, water removal ability did not meet the standard value. Due to damage on the bending tube, the play of upward/downward angulation control knob was out of the standard value. The connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope sheathing was worn and had loose tie rods. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle and forceps channel port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from up/down angulation control knob, scope body, angle shaft, and electrical connector guide pin. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.